Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned after loss of capture for three beats was recorded on a holter monitor. This occurred at the beginning of an rv auto-threshold test. Boston scientific technical services (ts) discussed that loss of capture of 2 out of 4 beats is normal device behavior during this cycle. A new lead was implanted. No additional adverse patient effects were reported.